Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements out of range over 3000 ohms. This rv lead was capped and surgically abandoned, with a new lead implanted instead. No additional adverse patient effects were reported.